Manufacturer narrative:
A haemonetics field service engineer evaluated the equipment used during the donation. Device was tested and no problem was found. All other parameters verified. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Based on this description the device is evaluated with no defect. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. On june 19, 2024, customer made haemonetics aware that a 47-year-old male donor passed away on (B)(6) 2024 from an unknown cause at his home as reported by his mother. An autopsy was performed but is unclear if the report will be available to the customer. Donor had donated since (B)(6) 2022. He had donated 56 times in a lifetime and 19 times this year. The last donation was on (B)(6) 2024. Donor mostly donated 2-4 times a month and during holiday months of (B)(6) he donated up to 6-9 times a month. Most recently, (2) donations in (B)(6) 2024, (4) donations in (B)(6) 2024, (3) donations in (B)(6) 2024. Review of visit notes correspond mostly to the deferrals for venipuncture site bruise and possibility of rbc loss leading to 56-day deferrals, medications for depression, insomnia andanxiety, behavior issues on couple of occasions, serum protein electrophoresis (spe) pass after fail review, few out of limit pulse donor did not experience local or systemic adverse reactions with most recent donations, and none reported during or post donation on (B)(6) 2024 (last donation). Review of chart noted 4 out of limit pulse- 3 out of 4 occasions were in (B)(6) 2024 for which donor was deferred per policy on the day of visit. The pulse before and after these visits was within acceptable limits. 2 failed spe for total protein in (B)(6) 2024. Autopsy performed and donor cremated later. Autopsy findings were not available to complete cause of death. Manner of death section states "pending investigation." Death certificate also does not provide any cause of death. There were no errors with the machine or issues with the disposables noted during the (B)(6) 2024, procedure.